Event description:
During an initial implant procedure of a right ventricular leadless pacemaker (rv lp) on (B)(6) 2025, it was reported that the helix stretched due to less-than-optimal interaction with the protective sleeve. This was confirmed via fluoroscopy. The rv lp was not used a new rv lp was successfully implanted. The patient was stable throughout the procedure.